Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up, this right ventricular (rv) lead exhibited noise and oversensing on the rv channel. The noise was reproduced with patient breathing, and was marked as ventricular fibrillation (vf) in stored episodes. The patient was hospitalized pending a lead replacement. No adverse patient effects were reported. Four days later, the rv lead was surgically abandoned and replaced. During the lead revision, the device was upgraded to dual chamber and a right atrial lead was implanted as well. No additional adverse patient effects were reported.